Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose greater than 600 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The drive support cap appeared normal. It was stated that their might possibly have been some micro bubbles present in the reservoir but not enough to affect the functionality of the insulin pump. Insulin did exit the tubing during a manual prime. Whether the settings and history were correct could not be determined. The last no delivery alarm that was documented in the alarm history was from (B)(6) 2014. Instructions were given on how to perform the high pressure test . It was stated that the cannula was reportedly occluded with blood. It was also stated that the customer could have scar tissue in her stomach. Nothing further was reported.